Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) due to fusion were observed on the device. No intervention has been completed at this time. The patient was stable with no consequences.